Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cover lens was severely chipped, and light guide bundle at the distal end was bent. A definitive root cause could not be identified. Based on the investigation results, it is likely that the following caused the malfunction: the universal cord was defective, resulting in no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had no image. The issue was found during reprocessing. There were no reports of patient involvement.